Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it rebooting by itself was confirmed. Ventec replaced the control board to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was a fuse, designator f1200, on the control board. During a visual examination of the removed control board, ventec did observe that there was a film/residue (i.e. Contamination) in the vicinity of the fuse, however, ventec was unable to conclusively determine if the contamination contributed to the reported issue.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device is cycling power (rebooting) by itself. There were no reports of patient involvement associated with the reported event.